Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100-150 mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6)2019, a back to back blood test was performed by the customer and produced test results of 76 and 88 mg/dl non-fasting using true metrix go meter. The test strip lot manufacturer's expiration date is 3/28/2020 and open vial date is four days ago. The meter memory was reviewed for previous test result history: (B)(6).